Event description:
The customer reported to the philips that this unit showed a low battery screen message and failed to power up on ac power. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to the philips that this unit showed a low battery screen message and failed to power up on ac power. There was no report of pt involvement. Philips informed the customer that this unit has been out of support since (B)(6) 2006 and that replacement parts are no longer available. No parts were supplied to the customer for this reason. The customer reported that they will not be repairing this device and have taken it out of service. We are considering this a malfunction. We cannot determine the cause since the device is out of support and cannot be repaired.